Event description:
It was reported that there were concerns that this pacemaker exhibited functional undersensing, causing a ventricular pacing that induced a ventricular tachycardia (vt). No adverse patient effects were reported. This pacemaker remains in service.